Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired due to a "massive head bleed". The vad coordinator stated that the patient had been admitted a month prior with power elevations which spontaneously resolved. The power elevations started again two days prior to his death.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.